Event description:
It was reported the patient presented in clinic for follow up. It was discovered via x-ray that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.